Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, stained endcap sticker and minor scratched lcd window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer reported of being outside in the rain, but insulin pump was not exposed to the rain. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.